Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on an unknown date (not specified). The cause of death was diabetes and diabetes complications. Also reported that product allegations led to a death. The insulin pump was worn at the time of passing. The last known product(s) for this customer are as follows: unknown ngp, unomedical. Troubleshooting was partially performed for deceased reporting. The customer had been using the insulin pump system within 48 hours of the reported event, and it was unknown whether the customer was using a sensor or not. There is no mention of the auto mode feature at the time of the event. No product return is required for unomedical. No product return is required for unknown ngp.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section d1/d2a/d2b - product material has been changed from unknown ngp to mmt-1880 and updated brand name, product code and common device name. 3. Section d3 -updated manufacturer name & location. 4. Section d4 - updated model number and catalog number, 5. Section d10 - updated concomitant products . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer passed away on (B)(6) 2025. The cause of death was diabetes and diabetes complications and customer alleged medtronic products contributed to death. The customer¿s blood glucose was unknown at the time of event. The insulin pump was worn at the time of passing. The last known product(s) for this customer are as follows: mmt-399a, mmt-1880, mmt-332a. Troubleshooting was partially performed for deceased reporting. The customer had been using the insulin pump system within 48 hours of the reported event, and it was unknown whether the customer was using a sensor or not. There is no mention of the auto mode feature at the time of the event. No product return is required for mmt-399a. No product return is required for mmt-1880. No product return is required for mmt-332a.